Event description:
Device was used to expand another manufacturer's coronary stent. The balloon of this device is reported to have burst inside the stent above its rated burst pressure. There has been no claim of injury related to this event. The device has been returned for analysis.